Manufacturer narrative:
Investigation summary/conclusion: with the available information, boston scientific concluded the clinical observation of therapy induced arrhythmia is a known inherent risk of the device and is noted within the product's instructions for use (IFU), as well as the product's risk documentation. Device technical analysis: this device remains implanted. As such, physical analysis has not been conducted in our laboratory.

Event description:
It was reported by the healthcare provider (hcp) that the patient had an elevated heart rate (possible supraventricular tachycardia at 180 beats/minute) after undergoing magnetic resonance imaging (MRI). Technical services confirmed that the pacemaker measurements were within normal measurements and that brady therapy was enabled post-scan. It was planned to take the patient to the emergency room for observation and have a company representative come check the device. The patient was noted to be post-ablation. Additional information indicated that the patient had been in atrial fibrillation with rapid ventricular response. The pacemaker was confirmed to be functioning normally.